Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation on 31-dec-2024. A visual inspection and functional test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between the pebax and the third electrode, and reddish material inside of it. The device was connected to the carto 3 system and no magnetic or visualization issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the magnetic and visualization issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manufacturing process. The instructions for use (IFU) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿icon was waggling on the carto system screen¿ and ¿error code '402' was displayed¿ issue. In addition, biosense webster inc. Analysis finding of ¿a separation between the pebax and the third electrode, and reddish material inside of it¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: sleeve (g04115) were selected as related to the customer¿s reported ¿icon was waggling on the carto system screen¿ and ¿error code '402' was displayed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the third electrode. It was reported that during the procedure, the icon was waggling on the carto system screen and an error code '402' was displayed. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 07-jan-2025 observed a separation between the pebax and the third electrode, and reddish material inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the third electrode on 07-jan-2025 and have assessed this returned condition as reportable.